Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a gastrointestinal (gi) bleed and acute kidney injury (aki). Additionally, the patient had log files sent in for review. Technical services found no external power events on (B)(6) 2021, but they were due to the patient simultaneously disconnecting power from both system controller leads. The event history also captured an odd string of power cable disconnects while on battery power. It was recommended to check the batteries and battery clips for integrity and clean all battery and battery clip contacts with an alcohol wipe. If that does not resolve the issue, it was recommended to replace the battery clips and possibly the batteries.